Event description:
Reporter indicated that their handheld computer was freezing at the interrogation successful screen. The physician was informed of the troubleshooting steps, but simply requested that the device be replaced. A new programming system was sent to the site, and the system which was freezing was returned for analysis. During analysis, no anomalies were identified, other than the known software issue that will cause screen freezing in all handheld computers of this model with this version of software.